Manufacturer narrative:
The corresponding author provided patient information (age, gender, weight): updated a2, a3 and a4. The corresponding author provided a device lot number: updated d4, h4, h6. The corresponding author provided implant date: updated d6a.

Manufacturer narrative:
Citation: santoro, g. Et al. (2022) ¿transcatheter closure of ¿surgical¿ ostium secundum atrial septal defects with gore® cardioform asd occluder,¿ journal of cardiac surgery, 37(10), pp. 3200¿3206. Doi: 10.1111/jocs.16786. The gore® cardioform asd occluder instructions for use list arrhythmia requiring treatment as a potential device or procedure related adverse event. Date of event is based on publication date: 28-jul-2022. Patient information derived from demographic data: age (years) 5.5 ± 1.5 (range: 2.9¿10, median: 5.3), weight (kg) 19.7 ± 4.7 (range: 13¿40, median: 19). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: santoro, g. Et al. (2022) ¿transcatheter closure of ¿surgical¿ ostium secundum atrial septal defects with gore® cardioform asd occluder,¿ journal of cardiac surgery, 37(10), pp. 3200¿3206. Doi: 10.1111/jocs.16786. This is a single-center, retrospective study of 38 pediatric patients with hemodynamically significant atrial septal defects who underwent transcatheter atrial septal defect closure between january 2020 and march 2022. This study reports a patient showed transient atrioventricular conduction abnormalities, successfully treated by a short course of corticosteroids.